Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. It was reported that the operating system for the smart device was not a supported system data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data.